Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a postoperative issue after undergoing a surgical procedure in which floseal was used. On an unreported date, the patient underwent a right front-temporo-parietal decompressive craniectomy due to ich (intracranial hemorrhage) and sdh (subdural hematoma). During the procedure, floseal was used (5 milliliters) and the extra material was irrigated after hemostasis was achieved. On postoperative day 10, the patient presented with a cyst in the previous ich cavity and a fever which subsided after treatment with meropenem (no further detail). On postoperative day 38, the cyst border had enlarged and as a result, the patient underwent cranioplasty placement of a vp (ventriculoperitoneal) shunt and cyst drainage. No further detail was provided regarding the patient¿s outcome from the event. No additional information is available.

Manufacturer narrative:
C1 manufacturer/compounder - baxter healthcare - hayward 2024 w winton ave hayward ca 94545 united states. Literature article: meng-yin ho, shih-hung yang, chien-min chen, abel po-hao huang. ¿hemostatic thrombin-gelatin matrix-related intracranial cyst formation¿. World neurosurg (2019) jun: 126:475-480. Doi: 10.1016/j.wneu.2019.03.030. Epub 2019 mar 11. Should additional relevant information become available, a supplemental report will be submitted.